Event description:
The patient was implanted with a new device on (B)(6). Stimulation was tested after implant surgery and the patient could not feel stimulation. Lead impedance measurements were okay except for contact 3 which was over limit. The patient was not receiving effective therapy and underwent a surgical intervention on (B)(6). The lead and extension were replaced and the adaptor was removed. The impedance issue came from the extension. The lead and extension were thrown away, therefore, will not be returned to the device manufacturer. The patient was now receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, explanted: (B)(6) 2013, product type: lead; product ID 7489, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension; product ID 74001, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: adapter. (B)(4).